Manufacturer narrative:
Investigation under (B)(4) is ongoing. (B)(4). The lens was returned for evaluation and visual inspection showed part of one of the haptics was torn off and is missing.

Event description:
The facility had stated that the lens became damaged during delivery into the eye. The lens was removed without pt injury.